Manufacturer narrative:
The DHR was unable to be reviewed as the subject device was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the cause of no of image occurred from communication failure caused by a defective cable unit. The investigation confirmed the defective cable unit came into contact with a sharp object. The specific root cause of the defective cable unit cut could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. The camera head was tested and no image was shown when connecting the device to the video processor. This failure was due to the camera cable defectiveness. When inspecting the condition of the cable, a deep cut and a significant twisting on its sheath were also identified. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the camera head is unable to display image. There was no patient involvement, no harm or user injury reported due to the event.